Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication and pairing issues when attempting to connect a new freestyle libre 3 plus sensor to the system, with the initial pairing scan successful followed by a pairing failed message; the user rescanned the new sensor and proceeded through warmup, and the involved device components included the antenna within the electrical and magnetic subsystem. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.